Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of the custom tubing pack it was noted that the hose clamp to the primer set did not hold tightly. The responsible perfusionist had primed and prepared all equipment/materials concerning the heart-lung machine for the current operation. The reservoir was filled with 400ml plasmalyte and 100ml mannitol up to a sufficient level to perform a safe machine operation. 1000ml plasamlyte and 500ml mannitol were jointly connected in a quick-prime hose with a y-piece connection to the reservoir. The plasmalyte bag hung in front of mannitol, which meant that the mannitol bag was obscured. The hose clamp for each bag were closed. After application, a low hemoglobin was measured, indicating a dilution effect. The customer then discovered that the entire mannitol bag had bypassed the closed hose clamp and was empty. The customer filtered out a large amount of fluid via a hemofilter and the patients hemoglobin gradually rose, resulting in a (for perfusion and age) normal hemoglobin of 90g/dl. The patient had large diuresis already during anesthesia, which continued pre- and postoperatively. The large diuresis was fully compensated with clear fluid. The customer stated that the incident was caused by mannitol running past a seemingly completely closed hose clamp. The patient has not (according to the medical record) sustained any injuries from the incident.